Manufacturer narrative:
The expiratory current servo pc1585/1586, the power supply board pc1618 and the expiratory valve were returned for investigation. The pc1585 had no visible damage but pc1586 was found with faulty capacitors c2 and c4 and a transistor t2 had short circuited. The inductor coil l1 plastic coating had melted away resulting in the reported smoke emisison. Pc1618 was found with an overheated and broken transistor t16. The expiratory valve had no visible damage and was found with no fault. The cause was the failing of the capacitors c2 and c4 on pc1586 most probably due to a current surge. The failing of t2 and overheating of l1 and t16 was a result of the resulting high current flows after initial failing of the capacitors. Overheating of the component l1 can lead to generation of smoke but will not lead to sustained fire. The ventilator material self extinguishes in air. An improved current servo which withstands higher currents with an additional protective functionality that limits the current in case of componetnt failure and reduces the likelihood of overheated and smoking components was implemented in production and as spare parts in '02. The returned current servo was mfg before this change.